Event description:
It was reported that during a bilateral ureteroscopy in the left ureter, the surgeon was having difficulty passing the wire through an obstruction of stones and tissue. After breaking up some of the obstruction he used the device to grasp a large stone that was 3/4 of the way up the ureter. When pulling the stone down past the obstruction the basket broke off with the stone still inside. The physician then used another device to retrieve the basket and stone. The intended procedure wa not completed. The physician ha completed the left side of the ureter however, the procedure was aborted and the right side of the ureter wa not completed. No patient injury was reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed that the basket was detached. Both visual and dimensional examinations indicate that the device was within manufacturing specifications. Further visual inspection showed buckling of the sheath in three locations at the mid-section between 45-62cm from the distal end. This damage is characteristic of excessive force. A review of the device history record did not show any discrepancies during the manufacturing of the device. If additional information is received at a later time this report will be supplemented.